Manufacturer narrative:
There were ongoing patient complaints of limited mobility and pain in the left arm and shoulder following the implantation of this biotronik device. Therefore the ICD as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This system was explanted and replaced with a leadless pacemaker system due to ongoing patient complaints of limited mobility and pain in the left arm and shoulder. Physician discussed pocket revision, but patient specifically requested the removal of the device. Should additional information be received, this file will be updated.